Manufacturer narrative:
Date sent to the FDA:2/1/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2008-00052. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a sling procedure and an anterior repair in 2007. On a routine follow up in 2008, the pt was found to have an asymptomatic, one-centimeter erosion of tape into the vagina. A procedure is planned the following month, to trim the tape and close the erosion.